Event description:
The caller reported that the pump display was frozen. The blood glucose level remained between 54-500mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by performing a pump reset with guidance from technical support.